Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
Additional information received reported that they got a new piece and the issue of the stimulator not working was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
There was a report that the programmer was unable to power on their programmer. The patient reported that the stimulator was not working. Their battery died in their programmer and they replaced the batteries and it still did not work. No out of box failure was reported. No medical or therapy problem related to the small part components. The patient programmer had not been dropped or gotten wet. No symptoms were reported. Relevant medical history includes radicular pain syndrome (radiculopathies) and spinal pain. No intervention or outcome in regards to the stimulator not working was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.